Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws stayed activated and started to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The hp1 device was returned with cannula to the factory for evaluation on 25feb2020 and investigated on 18mar2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation on hot jaw was melted, charred, cracked and there was discoloration on both jaws. The silicone jaw on cold jaw was slightly detached on the bottom of the jaw, and a small portion of the jaw peeled off from the tip of the cold jaw, but not detached. The bottom portion of the silicone was not returned for evaluation. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released and the device de-activated as intended. No smoke and/or steam which could be considered excessive was observed during the testing. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failures "device remains activated" and "environmental particulates" were not confirmed, but the analyzed failures "peeled; jaw", ¿material twisted/bent¿ and "thermal decomposition of device" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws stayed activated and started to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws stayed activated and started to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).